Event description:
Reportable based on the analysis completed 17jul2012. It was reported that during a stenting treatment procedure, the 8x36mmx135cm wallstent stent delivery system (sds) would not deploy. The target lesion was located in the carotid artery. The physician attempted to deploy the stent but it would not deploy. The procedure was completed with another 8x36mmx135cm wallstent stent delivery system. No patient complications were reported and patient status was fine. Returned product analysis revealed stent damage.

Manufacturer narrative:
Event date: 'last week.' Device evaluated by MFR: a visual examination of the returned device found the stent was partially deployed by 14 mm and the distal end of the stent was damaged. The outer sheath was unable to be retracted so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. The outer sheath was unable to be moved proximally or distally due to the large amount of solidified blood present on the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).